Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03151. It was reported that the patient experienced changes in stimulation or reduced pain relief due to lead failure. X-rays confirmed lead fracture. As a result, surgical intervention may occur.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03151. This device was inadvertently reported on, the reference report is 1627487-2019-03498.